Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for loss of fluid column (leak) in the steerable guide catheter, which has the potential to cause or contribute to air embolism. It was reported that on (B)(6) 2016, the patient with degenerative mitral regurgitation underwent a mitraclip procedure. The steerable guide catheter was prepared for use per instructions for use and advanced into the patient anatomy. After the dilator and guide wire were removed, a loss of fluid column was noted. Aspiration was performed and no air was noted in the device or patient. There was no adverse patient effect and no clinically significant delay. No additional information was provided.